Manufacturer narrative:
A ge rep evaluated the system, and the interconnect cable. System operates as intended. (B) (4).

Event description:
The customer reported, intermittent dark images. No pt injury was reported.